Event description:
A customer contacted beckman coulter inc. (Bci) stating the operator of the unicel dxc 600 pro synchron clinical system failed to dilute or ultracentrifuge a 4+ lipemic sample and reported a false low sodium (na) result of 120mmol/l out of the laboratory. The dayshift ultracentrifuged the sample and reran the electrolytes. The na result was higher (132mmol/l) and amended. Treatment was not initiated or withheld based upon the false na result reported.

Manufacturer narrative:
Sample was 4+ lipemic, opaque by visual inspection. Qc prior to and after the event was within lab's established ranges. The issue was sample-specific and service was not applicable.